Event description:
It is reported that customer received motor error alarm and failed battery test alarm. Explained the motor error alarm and assisted in clearing alarm. Advised customer to disconnect from insulin pump. Checked the drive support disk, customer stated normal (recessed). Insulin pump not exposed to magnetic field and able to rewind. Performed displacement test, failed. Advised that insulin pump requires replacement. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Motor error alarm during rewind due to motor encoder signal out of phase. Unable to perform the displacement test and verify failed battery test alarm due to motor error alarm.